Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
Arjo was informed about an event involving a citadel patient care system. The customer reported that the head of the bed would not go up or down. The patient was in bed when the event occurred. No injury was sustained. Before the onsite visit, the patient had been transferred to another bed. The attending nurse was unable to confirm the circumstances of the damage and reported only that the backrest was not moving properly. During the inspection, an arjo technician observed that the backrest hinge was damaged and the bed frame was completely displaced and turned to the side, out of its normal position.